Manufacturer narrative:
Device manufacturer address (B)(6) . The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was no flow during infliximab infusions while using an unspecified quantity of continu-flo solution sets. It was further reported that normal saline would be spiked to flush the lines after the medication bag emptied. After spiking the flush bag, the fluid would not flow through the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.